Event description:
New information received noted that the pacemaker was explanted and replaced. Patient status was not known.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was not confirmed. The device was received from the field in normal working conditions with battery voltage above elective replacement level. Device image indicated that device product code was reloaded in the field. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. It was noted that the pacemaker was in backup vvi mode due to event queue overflow. Programming changes were made. There were no patient consequences.